Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 211 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the motor anomaly. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.